Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: error code e103 occurs, main lamp does not light up as there is failure of power supply unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to the component failure of the power supply unit and bulb. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the rigid video scope evaluation, the device exhibited error e103 and main lamp malfunction by failure of power supply unit. There was no report of any patient involvement or harm.